Event description:
A report was received that the patient was admitted to the hospital due to superficial infections at the lead site and pocket site. The patient was treated with intravenous antibiotics and was monitored as an in-patient for a few days. The patient was instructed to remain on the intravenous antibiotics until the infection completely cleared. The patient was reportedly feeling well.